Event description:
Customer called for assistance in setting her basal rates and mentioned she had been hospitalized with high blood sugars a couple of days ago. Customer stated that the infusion set had detached from her body. The review of the alarm history revealed an e52 alarm which will reset the pump to factory settings. Customer will callback with basal rates to set pump.